Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was seeing a white screen and resetting fixed that issue, but pt then said that it takes 45 minutes to an hour to charge but other times it takes 2-3 hours to charge and says this started happening since the implant. Pt says the recharger (rtm) cord heats up. Talked with local reps (doesn't remember their name) and they said it shouldn't do that. The patient also reported that last night they were trying to charge implant and the controller screen "became totally lit up white, but nothing was showing on the screen but white and it was showing like double". Pt says they sent a picture of this to local reps but hasn't gotten a response. Troubleshooting was unable to be performed as pt then plugged in controller but it was already fully charged. Pt says that they then reset controller which fixed the issue. Pt says its currently working. Additional information was received. It was reported that they received the recharger but it did not resolve the issue. Today pt started charging when ins was at 60% and pt had been charging for 2.5 hrs and it went up to 90%. Pt charges twice a day. Pt confirmed it showed recharging excellent. Pt saw no damage. Reviewed if new controller does not resolve, pt needs to follow up with hcp.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#(B)(6),product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number: (B)(6)) revealed no issues with finding or charging ins (complaint unverified). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.